Manufacturer narrative:
(B)(4). The customer did not provide the serial number for the device or info regarding the pt outcome. Efforts to obtain this info continue. If the info is provided, covidien will submit a f/u medwatch report.

Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The customer reported to have replaced the oxygen sensor. Covidien was not authorized to service the device.